Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00080 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00079 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, it was suspected that the needle did not reach the established temperature; therefore, roll off (complete ablation) was not achieved. The procedure was completed using a non-bsc generator and electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "sturdy".

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00080 for the leveen needle electrode, and manufacturer report # 3005099803-2012-00079 for the rf 3000 radiofrequency generator.it was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure, it was suspected that the needle did not reach the established temperature; therefore, roll off (complete ablation) was not achieved. The procedure was completed using a non-bsc generator and electrode.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be sturdy.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4).the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. The unit passed all performance tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the evaluation conducted, a definitive root cause for the reported event could be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.